Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 27-june-2024, it was reported by the patient that infusions set fell off within one day of use. Patient replaced infusion set and resumed insulin successfully. No further information was available